Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported error. No suspicious error in the programmer error logs. Programmer passed incoming functional test. Analysis found the rubber pad on display flex cable was stuck on display frame which had caused the flex cable to disconnect from the overlay; this problem could generate the reported error. Also, tapping the display made screen discolor; lvds (low voltage differential signaling) printed circuit board assembly was found loose. Analysis also found the case¿s handle, tab on the power cord bay door, and printer drawer¿s paper guide were broken. Media bay door was broken off. The programmer had extensive internal corrosion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an error code that displayed after installing new micra/linq software via usb (universal serial bus). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.